Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was received in with a bent front panel, the CPAP and peep knobs are missing end caps, the peep knob is cracked. The tidal volume knob rubs on the battery compartment and makes clicking sounds when spun. The timing valve cap is nicked. The customer stated problem was duplicated, the gas supply indicator moved slow. The low pressure led functions as intended and end caps are missing on the small knobs. Tightened screws for the gas supply indicator. Replaced knob covers. The cause of the reported problem was traced to user. The previous service history has been reviewed and deemed unrelated to the current customer reported problem.

Event description:
Information received a smiths medical ventilators/pneupac ventilators parapac plus has low pressure alarm on three patients along with oxygen fitting and patient fitting with loose.